Event description:
Olympus was informed that during a laparoscopic supracervical hysterectomy (lsh) procedure two of the hand instruments failed with probe error. However, there was no specific error code provided. The procedure was said to have been completed using a different probe. There was no pt injury reported.

Manufacturer narrative:
Olympus received the thunderbeat hand instrument referenced in this report for evaluation. The evaluation confirmed that the device failed a probe check, and it displayed a probe damage error. The probe damage error was due to a crack at 13mm from the distal end of the probe. There was abrasion marks on the probe, which indicates that the probe and electrode of the grasping section was in direct contact without any tissue in between when the output was activated.